Manufacturer narrative:
Device evaluation: one infusion cassette was received for evaluation. Sample was received in used condition without its original packaging, decontaminated and inside of a plastic bag. Visual inspection of the sample received didn't identify any damaged, kink, cut or condition that could cause the reported event. Functional testing of the device was performed with a test infusion pump. The sample could be connected without problem. Sample cassette was fully priming and connected without difficulty, the pump was set to run and no alarms were activated. The reported event was unable to be confirmed or replicated. Root cause of the reported event was unable to be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the cassette caused the infusion pump to experience? No disposable attached" alarms. The patient experienced delay of pain medication therapy for several hours. A new cassette was used to continue the therapy and resolve the event.